Event description:
This patient had a hematoma and tape burns on his incision. This was reported to medical records on (B)(6) 2011. The patient was given antibiotics and was healed by (B)(6) 2011. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).